Event description:
This report summarizes 44 malfunction events in which the device reportedly had a decrease in pressure. 1 event had no patient involvement; no patient impact. 42 events had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 44 events were reported for this quarter. Product return status: 24 devices were not available for evaluation. 20 device investigation types have not yet been determined. Additional information: 44 devices were labeled for single-use. 44 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: d3, h10. 44 previously reported events are included in this follow-up record. Product return status: 8 devices were received. 31 devices were not available for evaluation. 5 device investigation types have not yet been determined.

Event description:
This report summarizes 44 malfunction events in which the device reportedly had a decrease in pressure. 1 event had no patient involvement; no patient impact. 42 events had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 44 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 45 reported events are included in this follow-up record. Product return status 10 devices were received. 33 devices were not available for evaluation. 2 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 45 malfunction events in which the device reportedly had a decrease in pressure. 1 event had no patient involvement; no patient impact. 43 events had patient involvement; no patient impact. 1 event had insufficient information received.